Manufacturer narrative:
This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the open study, the patient experienced severe leg pain (claudication) and numbness in right foot. The patient went to the physician's private practice and doppler showed complete stenosis. Patient was transferred to cath lab for emergency angiography. Angiography showed sub-acute stent thrombosis and 90% restenosis. Stent appeared to have "buckled" or crimped in center. The stent did not fracture however a "narrowing" was noticed in the center area of the stent. The patient was subsequently placed on tpa infusion and heparin overnight and was brought back to cath lab next day morning for stage procedure. Thrombolysis and revascularization were successfully performed. An evercross stent was placed proximally to the stent and the patient was changed to brillanta as it was discovered she was not responding to plavix. The symptoms fully resolved. The patient was discharged the following day on anti-platelet/anti-thrombin medication. The patient is home doing well. The target lesion was the right distal superficial femoral artery (sfa). There was no vessel calcification or tortuosity. The lesion length was 28mm. The stenosis minimum diameter was 1.2mm and the diameter above the lesion was 3.1mm. The diameter below the lesion was 4.0mm. The rate of stenosis was 90%. Pre-dilatation was performed with a 4x60mm balloon. The maximum inflation pressure was 6 atm. The stent was successfully deployed in the patient. The residual stenosis was 10%. The in-stent mld was 4.3mm. Post-dilatation was performed after stent deployment with a 5x60mm balloon. The maximum balloon pressure was 8 atmospheres. There was no dissection or other procedural complications. No adverse events were reported during the procedure. A second sfa stent was not introduced into the patient. Repeat angiography was performed a week later. The patient was experiencing severe claudication in the affected leg and numbness in the foot. Revascularization was performed the following day. The product was stored and handled properly according to IFU. The product was inspected and prepped according to instructions for use. Nothing unusual was noted about the stent prior to use. The stent did expand fully with good wall apposition. No thrombus was noted post deployment during the index procedure. There was disease noted proximal to the stent, not distal. Patient's discharge diagnosis was in-stent thrombosis and dissection. A copy of the films of initial placement and return angios are being sent.